Event description:
The patient stated that the needle button accidentally released prior to the completion of the 24-hour period. Patient reported that sometime during the night of (B)(6) 2020 the needle released on her v-go and she did not replace her v-go until 9:00 am on (B)(6) 2020 she awoke to a blood sugar reading of 69 and reports a reading at 3:00 am of 148. Patient applied new v-go and ate crackers for treatment and recovery was prompt.